Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, with 153,353 joules and 14:56 minutes used, it was noted that the metal tip detached from the fiber. The procedure was complete utilizing a second fiber (another of the same device). The patient's condition following procedure was reported as stable.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber tip is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. The reported issue of tip detachment could not be confirmed. Probable cause: the probable root cause of distal circumferential fracture is operational context based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode.